Event description:
This MDR is a correction to medical device report 11931259-2025-00009, originally submitted on 16-jun-2025. The initial report incorrectly listed the cfn as 11931259; the correct cfn is 1931259.

Manufacturer narrative:
This MDR is a correction to medical device report 11931259-2025-00009, originally submitted on 16-jun-2025. The initial report incorrectly listed the cfn as 11931259; the correct cfn is 1931259.